Event description:
It was reported that the pt had poor pain control. There had also been volume discrepancies at previous refills. There was concern that the pump might not contain propellant so the pump was explanted and replaced. There was a volume discrepancy at explant; the expected reservoir volume was 4.2 ml while the actual volume was 9 ml. No device troubleshooting was performed. The pump contained morphine 25 mg/ml. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.